Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized, and developed some dark black blood in their stools on (B)(6) 2018. It was consistent with prior presentation of the patient¿s rectal ulcer. On the morning of (B)(6) 2018, the patient had frank bright red blood per rectum with large clots. The patient was transferred back to the acute side for closer monitoring during and post scope. On (B)(6) 2018, the patient¿s hemoglobin dropped a point to 7.6 g/dl. The patient¿s blood was obtained and plan to transfuse 1 unit of packed red blood cells. The site of gastrointestinal bleed, revealed no arteriovenous malformation (avm). At the time of the event the patient was taking warfarin. Reportedly, the event has resolved and the patient has been discharged (unspecified date) to home. Technical services reviewed the submitted log files and observed the pump values and parameters are within normal limits. There were no unusual events was reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.